Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, the physician was unable to screw the right ventricular (rv) lead into the header of the implantable cardioverter defibrillator (ICD) because the hex wrench did not fit into the set screw. The ICD was not implanted, and an alternate ICD was implanted instead on 10 may 2025. The patient's condition is unknown.

Manufacturer narrative:
The reported event of the physician could not tighten the rv-setscrew to connect the lead in the header was confirmed. Final analysis found that the setscrew could not be properly engaged or tightened onto the lead, resulting in stripping of the setscrew, due to the incorrect use of the wrench by the user/physician. No further anomalies were detected.